Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms were observed that resulted in the reported beeping tones and shock lead warning message. Emi was suspected to be the cause, however, was not confirmed. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beep tones. Upon interrogation with a programmer a shock lead impedance warning message was observed for the ICD and right ventricular (rv) lead and the beep on out of range setting was programmed on. The specific out of range value was not observed. No further out of range measurements were observed and all other lead diagnostics were acceptable and within normal limits. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi) and also noted the potential of two impedance measurements being present at the same time, with the first measurement being out of range, however, the device only reports the second measurement. Ts discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.